Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: addrs1 ipg implanted: (B)(6) 2016, explanted: (B)(6) 2016. The initial reported event was received on 2016-08-27. Of note, the serious injury of infection is normally submitted via an alternative summary report that would have been submitted on 2016-10-31. Information was subsequently received on 2016-10-26 and revealed an out of specification analysis. This event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly timeframe regulatory report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported the organism was identified as (B)(6). The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.